Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made due at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the defective samples become available at a later date, this complaint will be updated accordingly. The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon was using our capio slim and a piece of the tip came off in the patient. The surgeon did a visual and digital exam but was unable to locate the piece of metal. They then did an x-ray and found the piece of metal in the patient's abdomen. It was decided to leave the piece there and not go back in and try to surgically remove it, as the surgeon thought that could do more harm than good. The patient's condition was reported as stable.

Manufacturer narrative:
Qn# (B)(4). The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Visual inspection was performed to suture received that according to complaint belongs to product code 833-124 (dek bl mf 0 tc-43/hr 26 2n 36"). The configuration of this product is bullet-needle attached to each end of suture but in suture received this 2(two) component was not received. Suture length is lower than applicable for this product for that reason can be mentioned that complete suture of this product was not returned. As part of dimensional inspection was confirmed that no complete suture was returned due to product code configuration is 36" of length and only was returned a piece of 21.5". The device history record of batch number provided has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Due only the suture was received the functional inspection cannot be performed. It is important to mention that complete product was not returned and even when suture is received its length other remarks: is not according to product configuration for that reason a complete evaluation cannot be performed to assure that this issue was originated during the manufacturing process.

Event description:
It was reported that the surgeon was using our capio slim and a piece of the tip came off in the patient. The surgeon did a visual and digital exam but was unable to locate the piece of metal. They then did an x-ray and found the piece of metal in the patient's abdomen. It was decided to leave the piece there and not go back in and try to surgically remove it, as the surgeon thought that could do more harm than good. The patient's condition was reported as stable.